Manufacturer narrative:
Analysis of historical records: the original lot 011 of code 10012, allen wrench, 3mm, was manufactured before year 1999. According to orthofix srl historical records, this is the first complaint notified from this specific device lot since year 2003 (year when the company electronic record system for complaint management was put in place). Technical evaluation: the technical evaluation of the device involved, received on 22 november 2019 is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: unknown. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: the allen wrench break while tightening. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure: it necessitated half an hour more surgery time because of building a new construct. An additional surgery was not required following device failure. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient's current health condition: good. Further information received from the distributor on 21 november 2019: the wrench broke in the clamp and they could not remove the clamp from the ring, so they had to start a new construct. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: unknown. Problem observed during: clinical use on patient / intraoperative. Type of problem: device functional problem. Event description: the allen wrench break while tightening. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure: it necessitated half an hour more surgery time because of building a new construct. An additional surgery was not required following device failure. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient's current health condition: good. Further information received from the distributor on 21 november 2019: the wrench broke in the clamp and they could not remove the clamp from the ring, so they had to start a new construct. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the original lot: 011 of code: 10012, allen wrench, 3mm, was manufactured before year 1999. According to orthofix srl historical records, this is the first complaint notified from this specific device lot since year 2003 (year when the company electronic record system for complaint management was put in place). Technical evaluation: orthofix srl received on 22nd november 2019 the following devices of the involved frame: 1 x allen wrench, 3 mm, ref. Code: 10012; 1 x 3-hole wire clamp slider unit, ref. Code: 80031; 1 x 2/3 radiolucent ring d.190 mm, ref. Code: 81190 only the broken wrench, code: 10012 was examined by orthofix srl quality engineering department. The returned wrench was subjected to visual and dimensional check as per orthofix specification. The visual examination confirmed that inside the clamp there is the broken hexagon of the wrench and the portion of a broken screw. The wrench 10012 is broken due to a torsional overload. The dimensional check performed where possible did not evidence any anomalies. The hardness of the device has been checked. The result is in compliance with the specifications. It was not possible to perform the functional check as the device is broken. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. On (B)(6) 2019, in this case a wrench became stuck in a clamp and it was necessary to rebuild the frame from the beginning. This took 30 minutes and I agree with you that this delay should be classified as a serious injury. 15 january 2020 with the results of the technical evaluation: this technical analysis confirms that the 3 mm allen wrench 10012 was manufactured to specification and that it failed on this occasion because of excessive torque. We also know that failure of this item is excessively rare. The clamp was unusable because the end of the hexagon was embedded in the hex socket of one of the clamp locking screws. So, the failure was due to local circumstances and was not due to a defect in the broken part. Final comments: the results of the technical evaluation concluded that the returned device was originally conforming to orthofix specification. It is possible to assume that the wrench broke due to an excessive torque applied. Considering that the device was manufactured before year 1999, we can assume that the breakage may have been facilitated by a surface defect due to wear. The medical evaluation evidenced as follows: this technical analysis confirms that the 3 mm allen wrench 10012 was manufactured to specification and that it failed on this occasion because of excessive torque. We also know that failure of this item is excessively rare. The clamp was unusable because the end of the hexagon was embedded in the hex socket of one of the clamp locking screws. So, the failure was due to local circumstances and was not due to a defect in the broken part. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the failure occurred because of the particular conditions of use (excessive torque applied). Orthofix srl continues monitoring the devices on the market.